Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead was found dislodged. A revision procedure was performed. This lead was successfully removed and replaced. Post procedure, acceptable measurements were obtained. No return of product is intended. No adverse patient effects were reported.